Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. The flex cable to the digital board was found to be slightly lifted. As a result of the device being tampered with, root cause could not be firmly established. The cable was reseated. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.